Event description:
It was reported that during a cryoablation procedure, the patient experienced phrenic nerve palsy (pnp). The case was aborted while the patient was under general anesthesia. It was further reported that a couple hours post ablation, a chest x-ray revealed a right hemi-diaphragm. The patient was discharged the following day. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files did not show system notices or issues for the date of the event. There was no indication of a product malfunction, and no product was returned for investigation. A known clinical issue was encountered during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.